Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The lot history record (lhr) could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that an armada dilatation catheter advanced to the superficial femoral artery, moderately calcified lesion. Balloon inflation was performed at 4 atmospheres (atms), when the balloon ruptured. The device was removed without issue and another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.